Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a tibial diaphyseal fracture surgery with an expert tibial nail on (B)(6) 2019, the depth gauge was found broken prior to use when the surgeon picked it up from the instrument set. The surgery was successfully completed. It is unknown if there was a surgical delay. Patient status is unknown. This report is for a depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the evaluation of the depth gauge has shown that the hook is broken off from the slider body. The breakage occurred at the crossover from the shaft of the hook to the body. The hook is at the forefront in a very used condition, there many clearly visible nicks and the tip is bent in different directions. The fracture face is homogenous, which indicates material conformity. The complaint is confirmed as the hook is broken off as complained. The age and the very used condition indicate that this was a often and intense used device. Based on this and the findings above a manufacturing related issue can be excluded. Based on the provided information we are not able to determine the exact cause of this occurrence. According to the description was the device found broken in the set. Therefore we can only assume that a mechanical overload during a previous procedure or reprocessing caused the breakage. Due to the very used condition of the hook it can be assumed to fatigue may also have certain played role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.019, lot: 7773642, manufacturing site: haegendorf, release to warehouse date: 08. Mar. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Sub-component part: 03.010.019.01 (50158676), lot: 7620430. A manufacturing record evaluation was performed for the sub-component lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.